Event description:
The x-ray system lost the ability to fluoro during a patient procedure.

Manufacturer narrative:
Eval, method, results & conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.